Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's reservoirs. The mother states they have had issues with reservoir leaks. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injections. The mother states the leak occurred when filling the reservoir. The mother states that three of the reservoirs were discarded. The leak is reported to be at the snap cap. The customer was advised that replacements would be sent out. The customer was advised to monitor the device and call back if issues persist.